Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a sudden onset of severe pain rated 9/10 at the infusion site, accompanied by blanching of the surrounding skin. The patient subsequently developed an abscess and necrotic tissue at the site, which required incision and drainage and two rounds of antibiotics. No further information available.